Manufacturer narrative:
The country of origin is (B)(4). The previous qc had acceptable results. It was noted that the centrifugation speed was too short. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable estradiol elecsys cobas e 100 results, for 2 patients, from the cobas e 411 immunoassay analyzer. Patient 1: initial: >3000 pg/ml, retest: 452.1 pg/ml. Patient 2: initial: >3000 pg/ml, retest: 374.3 pg/ml. It was unknown if the questionable results were reported outside the laboratory. The reagent lot number was lot number 394029 with an expiration date of 29-feb-2020.